Event description:
It was reported that a possible air embolism presenting with hypotension and tachycardia occurred. A left atrial appendage (laa) closure procedure was being performed. After the contrast injection, the patient destabilized and their blood pressure dropped and paroxysmal supraventricular tachycardia was noted. An air embolism was suspected. Fluid and medications were administered to stabilize the patient. The procedure was continued and a successful implant occurred. The patient made a full recovery.